Event description:
Per the clinic, the patient experienced an extrusion of the implant coil through the skin. Subsequently, the patient was placed under general anesthesia on (B)(6) 2022 in order to perform a skin revision surgery and the device was explanted. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on october 27, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 28, 2022.